Event description:
Additional information received from patient reported that their interstim device quit working sometime in may. They sent 2 replacement programmer which still said programmer not communicating. The patient saw a doctor and was able to get their neurostimulator programmed today. It did not work evidently the battery is non functioning in the neurostimulator and it will have to be replaced. The patient stated that it was very frustrating as it was changed in (B)(6) 2018, that was only 2 years ago. The patient was under the impression that they were supposed to last 5-7 years. The patient plan to get a new battery change sometime in september.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that they had a loss of therapy and it is awful. She states she tried connecting with the programmer about a week ago and saw poor communication. She changed the batteries and still saw poor comm. On the call, she tried with and without the antenna and was still unable to connect. Additional I information was received. Patient stated that they were still having the same issue with the replacement programmer that she received. During call patient was not able to connect with and without the antenna. Patient also said that she received message that said "c can't increase an inactive program. Patient said that she did see hcp about 4 months ago for standard follow up appointment and hcp reprogrammed her settings and have their implant checked. An email was sent to repair and a physician list was sent to patient. No further complications noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient called and said that she got the new patient programmer and antenna. Patient services walked the patient through trying to sync the patient programmer with the antenna and got 'poor communication'. Then the patient was walked through syncing with the patient programmer without the antenna and again got 'poor communication'. The patient was referred back to her healthcare provider. She said that the doctor was not reopening the practice after the pandemic. The patient has to go to the doctor a town over and they couldn¿t see her until (B)(6). No patient symptoms or further complications were reported at this time.